Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
The reported complaint of the patient application being unable to pair with the implanted device was confirmed. Abbott engineering concluding that the device was reworked due to a defective hybrid, during which the cyberkey was not updated, resulting in a mismatch of keys. Therefore, the device will not successfully pair to the mymerlinpulse application.